Event description:
It was reported that: dr. (B)(6) deployed the 18f manta to close an edwards tavr sheath. The closure did not provide hemostasis. The cardio thoracic surgeon then did a cut down and closed the artery. Left groin. Additional information: during a tavr procedure, access was gained in the left common femoral artery. Vessel size was >9mm. Measured depth for the manta was 6cm. Post deployment there was bleeding from the closure site. Cut down was performed and manta was removed. Physician stated that the manta was not at fault as the hole in the artery was too large for any closure device to help/work. Patient was fine after event and went home two days later.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301518 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 79-year-old male patient, 230 lbs., 6ft 2in, 29.5 kg/m2, presented in the or for a tavr procedure. Arteriotomy was greater than 9.0mm, clear of calcification and tortuosity, with a depth measurement of 6.0cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheath. Following the tavr, the 18f manta was deployed to the measured depth in the left common femoral artery. Following deployment, copious bleeding was present at the access site. Bleeding at the access site post-deployment is a possible indicator of a tract deployment. The physician decided to perform a cut-down. During the surgical intervention, the manta device was explanted, and the vessel was sutured for closure. The physician noted the access hole in the artery was too large for any closure device to work effectively and that manta was not at fault. The patient's outcome post-procedure was fine and was discharged two days later. The root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical intervention likely is user error due to the access site being too large to successfully accommodate a closure device. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and this is a known risk of the device. The severity of harm is ranked as a 4 due to local surgical repair at the vessel access site arteriotomy was required which covers this incident. The following potential adverse events associated with the deployment of vascular closure devices have been identified in the manta instructions for use and include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: dr. (B)(6) deployed the 18f manta to close an edwards tavr sheath. The closure did not provide hemostasis. The cardio thoracic surgeon then did a cut down and closed the artery. Left groin. Additional information: during a tavr procedure, access was gained in the left common femoral artery. Vessel size was >9mm. Measured depth for the manta was 6cm. Post deployment there was bleeding from the closure site. Cut down was performed and manta was removed. Physician stated that the manta was not at fault as the hole in the artery was too large for any closure device to help/work. Patient was fine after event and went home two days later.